Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of tampon inside me stuck - vagina [foreign body in reproductive tract] . Only half the tampon came out - vagina [device breakage] . When removing tampon....only half the tampon came out [complication of device removal]. Case narrative: consumer reported via email that only half of the tampon came out during removal. No serious injury was reported.

Event description:
Piece of tampon inside me stuck - vagina [foreign body in reproductive tract]. Only half the tampon came out - vagina [device breakage]. When removing tampon....only half the tampon came out [complication of device removal]. Case narrative: consumer reported via email that only half of the tampon came out during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.